Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that they had the device removed. They did not feel that they were getting really good therapy, and it was not much help. They didn¿t know if it was them or the programs; they tried other programs. They would feel the stimulation on, but a couple hours later they wouldn¿t feel it, so they would question if it was even on. They were also having pain at the site. They also stated that they tried botox.